Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient received an injection of geodon and ativan near the implantable neurostimulator (ins) while at the hospital/ER for an unrelated issue. The patient experienced a sudden loss or change of therapy following the injections and the patient confirmed that she could not feel stimulation. The patient reported that she felt "totally out of it" after the shot. She also lost control of her bladder and urinated in her depends and all over her jeans.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.